Event description:
The pt reported that on (B)(6) 2012 at 7:27 am, with blood glucose of 125 mg/dl he activated a new pod. He stated that he was feeling ill and passed out twice at home. At 1:04 pm his bg measured 658 mg/dl and he went to the hospital. He was hospitalized for two days and while in the hosp noticed that his pdm read about 100 mg/dl off from the hosp bg meter, but he did not have any specific comparisons.

Manufacturer narrative:
The returned device was evaluated and performed within specifications. The reported malfunction, inaccurate results, could not be confirmed. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately," and advises "you should perform a control solution test when you suspect that your meter or test strips are not working properly or when you think your test results are not accurate or if your test results are not consistent with how you feel."